Manufacturer narrative:
Paradoxical adipose hyperplasia (ph / pah) is a known potential adverse event addressed in the product labeling. According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia (ph / pah) is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Pah is not related to any coolsculpting device failure mode but it is included in the risk management files of the device because it is a risk that is inherent to the use cryolipolysis for localized fat reduction. A supplemental report will be submitted if and when additional information is obtained.

Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting may have developed paradoxical hyperplasia (ph). Due to insufficient information, possible pah location, device info and treatment date is not documented.

Manufacturer narrative:
Additional, changed, and/or corrected data: a6 b3 b5 h6.

Event description:
Physician further reported treatment dates of (B)(6) 2017 & (B)(6) 2019 and date of diagnosis as (B)(6) 2022. Patient first noticed symptoms 4-6 months after treatment. Upper abdomen and flanks were noted with enlarged tissue volume.

Event description:
Allergan aesthetics received a report of a patient abdomen and flanks treated with coolsculpting cooladvantage+ coolcore developed paradoxical hyperplasia (ph). Diagnosed on 16/aug/2022 with paradoxical adipose hyperplasia (pah/ph) by medical professional.

Manufacturer narrative:
Corrected data: b3 d1. Changed data: b5 d4 g1. Clarification to b3 partial date of event: "4-6 months" post treatment was provided.

Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting to the upper abdomen and flanks on (B)(6) 2017 & (B)(6) 2019 using the cooladvantage+ coolcore system applicators, who was diagnosed with paradoxical hyperplasia (ph) after treatment.